Event description:
It was reported that the ventilator did not attain set pressures while connected to the patient. It was also reported that the ventilator did not alarm right away after it was disconnected from the patient. No patient harm reported.